Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-12 information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was to report that for about the last 3.5 months the therapy really hadn't been helping, patient noticed an increase in the frequency. The patient said that symptoms were unpredictable and had affected their quality of life. The patient said that they recently went on a trip however they returned early due to their symptoms. The patient said that about a month ago they saw the local representative at their doctor's office for a reprogramming session and the representative increased the setting. The patient also said that with the increase in setting, they still hadn't experienced any improvement in symptom control. Reviewed therapy information and general programming guidance. The patient called the rep earlier today however had to leave a voicemail and also left a voicemail for another field staff team member. On 2026-apr-25 additional information was received from the patient. They reported a continued lack of symptom control since they last spoke with patient services in december 2025. Patient stated they have been traveling out of state frequently since then due to a family medical situation so they currently didn't have their notes with them to give a specific timeline. Patient reported that after speaking with patient services in december 2025, they tried to charge the external devices every 2 days and now even every day but it didn't make a difference. Patient said they "upped it again" shortly after speaking with patient services and "it jumped up on me" and they "couldn't put it down" so they had to make an emergency appointment at their hcp office and the hcp had the manufacturer representative (rep) come in and the rep reprogrammed it. Patient was unable to confirm exact dates or rep name at time of call. Patient stated reprogramming provided improvement for approximately one week, after which symptoms returned. Patient continues to report urinary urgency and incontinence with nocturnal awakenings up to 3 times at night requiring frequent use of "posie pads" which they said were a "pain" but they were glad they had them at least because they couldn't even get to the bathroom in time. Patient describing ongoing charging of external devices and referencing charging frequency as part of attempts to improve therapy, indicates a continued misunderstanding that charging impacts symptom control. Patient said they didn't know what to do as they'd already tried increasing the stimulation but that hadn't helped. Patient services redirected patient to follow up withtheir hcp to discuss symptom concerns and potentially switching to a different program. Patient services also reviewed ins battery longevity considerations, explaining to the patient that the ins would be 5 years old coming up this year so it would be a good time to also check their ins battery level remaining. Patient said they'd let it "sleep" for 3 months or so where they hadn't done anything with it. Patient services did not ask any further questions about this comment but took it to mean they hadn't used their external devices for that long. Patient said they were given the name of a manufacturer representative (rep) to call and the patient called that rep and then another rep had called the patient however the patient didn't have the name of that rep. Patient services reviewed the role of the rep with the patient however they sent an email out to the field on the patient's behalf alerting them of the patient's situation. The patient said they would hang up and call their hcp office as soon as they hung up with patient services to make an appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was to report that around 2025-nov-29 they noticed a shocking sensation whenever they sat down, laid down and sometimes when walking, especially on the right side. The agent reviewed therapy information and general programming guidance. The patient connected to the implant and decreased the setting to a level in which they no longer felt shocking however it was determined that this was the setting the patient was at prior a rep making an adjustment. The patient tried to increase however said that was starting to feel shocking again. The patient will leave it at the lower setting and will discuss with the local representative. The patient called the rep earlier today however had to leave a voicemail and also left a voicemail for another field staff team member. The agent reviewed general function of external devices as patient thought whenever patient was charging up the external devices, that patient was delivering a treatment to her implant to help with symptom control. When asked, the patient said no recent fall, said last fall was about 3 years ago, said it wasn't a bad fall.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the shocking with body movement/position was determined, and the most likely cause was that the stimulation was too high. To resolve the issue, the rep stated a new program was tried with a lower setting. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.